Event description:
One patient sample with discrepant total bilirubin results, when compared to another methodology. Initial result gave 17.8 mg/dl; repeat by another method resulted approximately 10 mg/dl. In 2008, same sample was repeated twice by original method giving approximately 17 mg/dl each time. Exact repeat results not provided. Initial result was reported. Patient not adversely affected. If additional information is received, appropriate notification will be provided.